Event description:
It was reported the customer received a no delivery alarm. Customer's blood glucose was 191 mg/dl. Customer's aunt stated they had changed the customer's site, but the no delivery alarm persists. Customer's aunt was disconnected from the call before further troubleshooting could occur. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.